Event description:
Customer reported unexpected negative reactions on the echo when testing patient sample with capture-r ready screen 3 (crrs 3) and capture-r ready ID (crrid). No transfusion reactions were reported as a result of the negative reactions.

Manufacturer narrative:
Review of instrument images: crrs 3 shows negative reactions for all 3 screening cells. The positive control reaction appeared as expected. Review of the capture-r ready ID (crrid) panel shows: negative reactions with all cells. Cells 1, 3, and 6 were the only e positive cells on the panel. With cell 3 being the only homozygous cell, and cell 1 and 6 being heterozygous. All cells appear negative. The positive and negative control wells appear as expected. Confirmed the reactivity of the e antigen on retention crrs (3), lot r058, and crrid, lot id119. A service call was made. Complaint resolved by camera reader replacement on the echo. System tested and operated within specifications with no problems observed.